Manufacturer narrative:
(B)(4). The xience pro 3.5 x 23 mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency

Event description:
It was reported that approximately 2 weeks post implantation of a xience pro in the distal right coronary artery (drca) and a xience pro in the proximal right coronary artery (prca), the patient was re-hospitalized for an unrelated intervention to another coronary artery; however, during that procedure, 70% restenosis was seen in the drca and 50% restenosis in the prca. Both lesions were treated with balloon angioplasty with good results. There was no adverse patient sequela reported. There was no additional information provided.